Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete event and patient information. Further information was not provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer number: 3006705815-2020-00555. It was reported the patient experienced a headache during the trial procedure. There was no suspected wet tap. The patient underwent a blood patch and the headache resolved. Note: since it is not known which device was causing the issue, all possible devices are being reported on.

Manufacturer narrative:
There was no suspected wet tap. The patient underwent a blood patch and the headache resolved. The leads were removed. No implanted devices were returned for evaluation. The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.